Event description:
Per the clinic, the patient experienced facial nerve stimulation, poor speech perception, electrode out of compliance, poor sound quality and limited functional benefit. Reprogramming attempts were made; however, the issue could not be resolved leading to the decision to explant the device. The device was subsequently explanted on (B)(6) 2026 and the patient was implanted with a new device during the same surgery.